Manufacturer narrative:
(B)(4). Batch # unk as the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.  If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during endoscopic surgery for rectal cancer surgery, when severing low rectal tissue , after fired, noted all the staples malformed with straight leg. Changed another device, still had the same issue . Changed the new one to complete surgery . There was no patient consequence reported. No additional information can be provided.